Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump has recurring insulin flow blocked alarms during bolus/basal/fixed prime. Blood glucose value is unknown. It was stated that the reservoir is not empty. Customer was disconnected. Customer was advised to perform fixed prime; insulin did not exit. Customer was advised to change the reservoir; the insulin did exit during prime. Customer was advised the insulin pump is working as designed and the alarm was resolved by changing the reservoir.